Manufacturer narrative:
Updated data: b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, the patient's awakening was slow and the right limb could not be moved, so magnetic resonance imaging (MRI) was performed. Stenosis was observed in the anterior cerebral artery, so a thrombus was collected. An infarct was observed in the anterior cerebral artery dominant region. Right quadriplegia and speech disorder remained. The patient was transferred to another hospital. Per the physician, the cerebral infarction was related to the transcatheter aortic valve implantation (tavi) procedure, however it is unknown if there is a causal relationship with the valve. No additional adverse patient effects were reported. Additional information was received that the valve was implanted in the patient's native annulus. Anticoagulant medication was administered during the implant procedure and the patient's activated clotting time was 250 seconds throughout the procedure. The implant procedure lasted one hour. The stroke was ischemic, and the ischemia resolved on the same day that it occurred. Additionally, it was reported that the patient had permanent impairment from the stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, the patient's awakening was slow and the right limb could not be moved, so magnetic resonance imaging (MRI) was performed. Stenosis was observed in the anterior cerebral artery, so a thrombus was collected. An infarct was observed in the anterior cerebral artery dominant region. Right quadriplegia and speech disorder remained. The patient was transferred to another hospital. Per the physician, the cerebral infarction was related to the transcatheter aortic valve implantation (tavi) procedure, however it is unknown if there is a causal relationship with the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated fields: b2 added code: f1202. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.